Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, the customer reported a low blood glucose (bg) level of 40 mg/dl and high blood glucose (bg) level of 530mg/dl. Cause of the low and high bg was customer could not see pump screen due to cracked screen. Customer addressed low bg by consuming carbohydrates. Customer addressed high bg by correction injection via mdi. Customer reverted back to alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.